Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of pancreatic stones, the subject device was used. After the physician dilated pancreatic duct with competitor's balloon, the incarceration of the subject device occurred when the user attempted to crush pancreatic stone. The physician could neither crush nor release the stone from the basket. The physician removed the coil sheath from the endoscope, while leaving a part of the subject device inside the pancreatic duct. After that, the physician dilated the pancreatic duct with balloon catheter and removed the part of the subject device and the pancreatic stone. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. In the manufacturing process, all products are inspected and only products passed the inspection are shipped. Based on the similar cases in the past, the device likely got stuck in the choledochus because of the hardness and shape of the target calculus. These factors may cause the basket do not crush the calculus and do not release the calculus. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.